Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose levels and inquired about performing a factory reset; the user had been announcing additional meals to correct high readings and was using oral glucose and food to treat lows, which was followed by subsequent hyperglycemia and additional meal announcements that triggered boluses and recurrent lows. Symptoms included episodes of low glucose and high glucose. Outcomes included the need for troubleshooting and education regarding meal announcements and appropriate hypoglycemia treatment, with no hospitalization. Investigation included technical support review and user education on device operation and hypoglycemia management. Investigation of this case revealed use-pattern issues consistent with overcorrection of hypoglycemia with caloric beverages and subsequent meal announcements leading to insulin dosing discordant with physiological need; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.